Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. The reporter alleged that the audio bolus button was under responsive. It was noted that an under delivery of insulin had occurred due to the audio bolus button response issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/21/2015 with the following findings: the audio bolus button cover was detached and present. During testing, it was observed that there was contamination present under the audio bolus button contact.